Manufacturer narrative:
Gia8038s, gia8038s gia 80-3.8sgl use reload stap, (lot# p2a0785s) gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot# p2m0406s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open right hemicolectomy, three devices had issues. When detaching the right hemicolectomy, one open stapler did not fire. The resistance was too great, and the black pusher thumb piece could not be moved at all. The loading unit of the open stapler was then replaced. The stapler fired; however, the loading unit had poor staple formation. The staples did not form a proper b-shape. Over-sewing with sutures was done to fix the staple line. A circular stapler was subsequently used to anastomose the transverse colon and the ileum. The instrument was fully squeezed, but poor staple formation was observed. Sutures were also used for additional stitching to fix the staple line.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was poor staple formation. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.